Manufacturer narrative:
The insulin pump failed the displacement test and the motor error alarmed during rewind due to an out of phase motor encoder signal.

Event description:
It was reported that the customer was receiving a motor error alarm during basal. The customer stated that the insulin pump has been dropped before but that no damage was done to the insulin pump. Troubleshooting could not be completed because the insulin pump alarmed during rewind. Nothing further was reported.